Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently. So that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
Customer reported being in the hospital and needing assistance suspending her basal insulin delivery. She put a new pod on thursday night and by friday at 4 pm her blood glucose level (bg) was 232 mg/dl. She then went to the ER at 6 pm. Customer stated that the only information she had to give me was the one bg reading a 4 pm. Customer stated that she never tested her bg all day, but was sick and vomiting since 11 am friday morning. Customer said she didn't think to check her bg and probably should have. Customer threw the pod out. No further information is available.